Manufacturer narrative:
Section a4: additional information section h4: corrected information

Manufacturer narrative:
Patient weight was not provided, but will be requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in for suspected gastrointestinal bleeding (gib). During colonoscopy, pump turned off (on power module with grounded line). "Controller fault" did show on system controller, so controller swap was done. However, pump did not turn back on until placed back on batteries even with new controller. Patient was placed on ungrounded line and did not have additional pump failures since. Patient was admitted as inpatient until customer resolved a plan. Patient agreed to external driveline repair if indicated. Xray was done and was unremarkable. The log file showed 8 pump stops, 8 low speed operations and 8 driveline faults on (B)(6) 2019. Speed drops were as low as 0 rpm. On (B)(6) 2019, the patient¿s driveline fault returned. He was maintained safely on an ungrounded cable. He would like to go home with one for the holidays, and attempted to wait until the new year to replace his pump. The pump stops from today on (B)(6) 2019 looked to be from the phase testing and switching the lead over to the new one during the repair process. The driveline fault events returned post repair and when comparing this log to the original log it showed the same wire having some issues. A no ground cable had no bearing on the driveline fault issue the patient was having. On (B)(6) 2019, tech services arrived onsite for external percutaneous (perc) lead repair. The perc lead replacement performed approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.

Event description:
The cause for the controller fault was due to the suspected short to shield. The pump was replaced on (B)(6) 2020. For gastrointestinal bleed (gi bleed), an esophagogastroduodenoscopy (egd) was done and found bleeding arteriovenous malformation (avm). Anemia and dark stool were symptoms. Argon plasma coagulation (apc) to avm in small bowel was the treatment plan.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas as well as the replaced external portion of the driveline (dl) did not confirm an issue that could have contributed to the reported pump stoppage events. However, based on previous complaint history, the low speed and pump stop events captured in the submitted log file appear consistent with potential driveline wire compromise. Furthermore, a direct correlation between heartmate ii lvas and the patient¿s suspected gi bleed could not be conclusively established through this evaluation. The pump was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The bend relief collar was returned detached from the pump. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. Additional hi-pot testing of the dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The 1.5¿ pump-end dl segment was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. Visual inspection of the wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors. Each wire of the dl segment was again, forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU (document 10006960, rev. C) and the heartmate ii lvas patient handbook (document 10006962, rev. B) are currently available. Section 1 of the hmii IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition the pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient underwent heartmate ii (hmii) to hmii exchange yesterday for driveline fracture. External driveline repair attempted with no resolution. Patient stable in ICU after exchange. No additional information was provided.